Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.